Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4): (cont) 5086mri, implantable pacing lead, 2013-(B)(6); rvdr01, implantable pulse generator, 2013-(B)(6). (B)(4).

Event description:
It was reported that post implant the right atrial (ra) lead was observed to be dislodged on fluoroscopy. The pocket was reopened and the lead was successfully repositioned without incident. No patient complications have been reported as a result of this event.